Event description:
As reported by the edwards field clinical specialist, during a transcatheter aortic valve replacement procedure by left transfemoral approach, while advancing the commander delivery system, resistance was noted at the partially expandable portion of the sheath and the distal tip. Once fully through the sheath, the team noted a faint object at the distal end of the valve. The decision was made to remove everything as a unit and assess the sheath and vasculature for a retained item. Upon removal, it was noticed the distal end of the sheath had completely broken off and was still wrapped around the balloon catheter. A valve was not implanted. The patient was in recovery with no identified injuries as a result of this issue. The perceived root cause of the event was the sheath seam at the distal end did not open as designed.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Updated sections b5, d9, h3, h6- component code, device code, and type of investigation. Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, during a transcatheter aortic valve replacement procedure by left transfemoral approach, there was difficulty inserting the 14fr esheath+, but it successfully passed the aortic bifurcation. While advancing the commander delivery system, resistance was noted at the partially expandable portion of the sheath and the distal tip. Once fully through the sheath, the team noted a faint object at the distal end of the valve. The decision was made to remove everything as a unit and assess the sheath and vasculature for a retained item. Upon removal, it was noticed the distal end of the sheath had completely broken off and was still wrapped around the balloon catheter. A valve was not implanted. The patient was in recovery with no identified injuries as a result of this issue. The perceived root cause of the event was the sheath seam at the distal end did not open as designed. Fourier transform infrared spectroscopy (ftir) analysis on the material found along the distal tip tear identified a sheath liner strand.

Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was returned for evaluation. Visual examination was performed, and the following were observed: the liner was fully expanded as designed. There were multiple sections with partial liner delamination along the length of the shaft. There was minor hdpe damage starting at 7.75" from the distal strain relief, 0.75" in length. The liner at the distal end appears wrinkled. The distal tip was fully torn radially with a tip piece fully detached and remaining wrapped around the thv inflow. Scratches were noted along the distal end of the shaft. Hdpe stretching was noted along the distal tip tear. Axial and angled score lines were present. Unable to visualize radial score line due to stretching. Clear material at the tear was isolated for ftir analysis, confirming a liner strand. Images were evaluated, and the following were observed: the separated distal tip piece appeared to be wrapped around distal end of thv inflow per fluoro. Per post-procedural device images, thv inflow appeared to be protruding out of radially torn distal sheath; separated tip piece was wrapped around inflow skirt and independently around balloon working length (likely upon back-table manipulation). 3mensio imagery was provided and the following were observed: undersized vessel (greater than or equal to 5.5mm minimum luminal diameter required for use of 14f esheath+). Calcification was present in the patient's left access vessel. Tortuosity was present in the patient's left access vessel. The complaints for resistance between system components leading to difficulty advancing through the sheath, sheath distal tip torn, system component separation during use, sheath liner strand, and difficulty introducing sheath were confirmed based on the evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per imagery review, separated distal tip piece appeared to be wrapped around distal end of thv inflow per fluoro. Additionally, tortuosity and calcification were observed in the patient's access vessel. Returned product evaluation of the sheath revealed a full circumferential distal tip tear with the separated distal tip piece on the inflow side of the thv. The failure mode is characteristic of sheath tip tear events as described in a product risk assessment. Further investigation is ongoing to determine the most likely failure mechanism and root cause. Additionally, since the presence of patient factors (calcification and tortuosity) can create sub-optimal conditions for distal tip expansion (i.e. Physical constraints), these factors cannot be ruled out as potentially involved in the tip tear event. Any constraints during tip expansion in combination with patient factors could also lead to increased resistance at distal shaft while passing the system/crimped thv through. During the tip tear event, thv could catch onto distal tip, leading to component separation if compounded by high push force used to overcome any associated resistance. However, a definitive root cause is unable to be determined at this time. Per device evaluation, a clear material was found along the radial tear on the distal tip. Per ftir results, the material is likely the sheath liner. It is possible that while passing crimped thv through the distal end, radial tip tear and separation occurred with concomitant liner strand formation, which could be promoted though adverse interactions between the valve and exposed liner material at the tip circumference. It is also possible that these interactions were further exacerbated through patient's challenging anatomy. Furthermore, since deep scratches were noted on distal shaft, the possibility of direct interactions between the exposed liner edge and sharp calcium nodules playing a role in the strand formation cannot be ruled out at this time. A definitive root cause is unable to be determined at this time. The reported event is likely related to constrained tip expansion and/or patient factors (calcification, tortuosity) and/or procedural factors (valve interactions) may have contributed to the sheath liner strand. Per imagery review, calcification and tortuosity were observed in the patient's access vessel. Sharp, calcified nodules within the patient access vessel can act as physical obstacles leading to higher push force. Vessel tortuosity can induce stress to the sheath shaft causing it to bend and require a higher push force to navigate. As such, available information suggests that patient factors (calcification, tortuosity) may have contributed to the difficulty introducing the sheath. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.